Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or displacement anomalies noted. However, the device was received with loose drive support disk. The device had cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip, and battery tube threads. The device also had minor scratches on display window.

Event description:
Customer reported that he was experiencing high blood glucose. Customer requested assistance in checking the expiration date on the infusion sets recently used; found they were expired. Blood glucose value was 315 mg/dl; treated with manual insulin injection. It was stated that the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Motor error alarm occurred during the high pressure test. Nothing further reported.